Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed at the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Dr. (B)(6) inserted a primary hip on a patient. They experienced some discomfort so a new poly and extra screw was inserted.

Manufacturer narrative:
An event regarding pain involving a trident 0 deg insert 40mm was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) inserted a primary hip on a patient. They experienced some discomfort so a new poly and extra screw was inserted.